Event description:
(B)(4). Starting in (B)(6) of 2013 I started having bad periods that were longer and bled a little more. Then I started to have bowel problems with bleeding had to have surgery to fix a fissure. Also have recurring hemorrhoids. Then in (B)(6) of 2014 I started having urine problems bad to where I started wetting myself and having even more utis and constant pain in my kidney area also lower back pain. I have had such bad mood swings since placement of the devices to where I have to be on medication. I have been anemic also. Starting in (B)(6) of 2015 my periods started getting so bad I was hospitalized and have been taking pain med for constant abdominal pain. I have to have surgery to have them removed along with my uterus and fallopian tubes because of everything.